Event description:
As reported, while preparing for an unspecified procedure, the technician opened the sterile packaging and noted that soft tip of the angiographic catheter was cracked. The technician set the damaged device aside to return to the manufacturer for evaluation. The procedure was successfully completed with another new of the same device. As the defect was noted during prep, there was no contact with the patient; hence there was no harm or injury to the patient.

Manufacturer narrative:
The reported defect device has been returned to the manufacturer. An investigation into the root cause of this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch.